Event description:
It was reported that the sensor overtape caused the customer's skin to become red, swollen, oozy, and bloody. The customer's blood glucose level was 128 mg/dl. The customer believed the site may be infected. The customer was advised to contact her health care provider and sent a different type of overtape. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.